Event description:
It was reported that pump displayed malfunction alarm in tandem source with malfunction code 12 and corresponding fault ID, and caller stated no notable events occurred prior to alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support informed caller that alarm indicated pump malfunction, assisted caller with performing pump reset, confirmed malfunction did not recur after reset, and advised caller to continue using pump and to call back if any malfunction returned, which caller acknowledged and understood.